Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection showed a cracked insulation. The unit was tested with an insulation scan test and the unit failed. Probable root causes could be - user misuse and/or, improper cleaning or sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.